Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 555 mg/dl at time of incident and current blood glucose level was 230 mg/dl. Customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin drip for high blood glucose. Customer also reported that the insulin pump had insulin flow block alarm. The insulin pump will be returned for analysis.